Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump monitored for several days. Unit received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. Pump failed self test. During back light check, there was a portion of the el panel that was not lit due to damaged el panel. Unit received with no audio/beeping alarms and tones due to broken black wire of the piezo transduce. Unit received with no vibrate due to broken black wire at the vibrator motor. Pump received with minor scratched lcd window, stripped battery cap coin slot(p) and broken reservoir tube lip.

Event description:
The customer reported via phone call that their battery life had diminished .the customer¿s blood glucose level unknown. Troubleshooting was not performed. Customer also stated that he feels like the alarm had lost its volume as well as scratches on the screen. The insulin pump will not be returned for analysis.